Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te pad messages) was isolated to multiple broken wires in the electrode belt cable, causing fault. The belt was unable to pass falloff testing. The root cause for broken wires was unable to be positively identified. Investigation underway. (B)(4). There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.